Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported, "tibial component was found to be loose and femoral component was removed."